Manufacturer narrative:
The clinical states that the event occurred during patient movement. The data logs confirmed that the placement signal and the motor current suddenly spiked at the same time indicating a catastrophic failure of the system. The device was returned for review and confirmed to have a severed optical signal and the motor wires were open. Upon opening the pump plug there was evidence that showed the wires had been stretched to failure and that the kink protector was also stretched. All glue bonds held together and there was no evidence of a manufacturing defect of this device. All evidence indicates that a sudden, excessive force was applied to the catheter during patient movement that damaged the motor lines and optical fiber. The root cause of the pump stop was excessive pulling force applied to the catheter during patient movement.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female patient had impella 5.5 pump inserted in the right axillary artery for cardiomyopathy and bridge to left ventricular assist device (lvad). The pump stopped during use.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.